Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included urinary tract infection, weight gain and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia ( bleeding b/w periods)") and acne ("acne"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), migraine ("migraine"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)oophorectomy (lt side) and on (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intermenstrual bleeding, abdominal pain, urinary tract disorder, alopecia, hormone level abnormal, migraine, acne, abdominal pain lower, back pain and psychological trauma outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, nausea, weight increased, dysmenorrhoea and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 8 coils noted outside the tubal ostia plaintiff did not undergo any confirmation test(discrepancy reported in pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included urinary tract infection and weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia ( bleeding b/w periods)") and acne ("acne"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), migraine ("migraine"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) oophorectomy (lt side) and on (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metrorrhagia, abdominal pain, urinary tract disorder, alopecia, hormone level abnormal, migraine, acne, abdominal pain lower, back pain and psychological trauma outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, weight increased, dysmenorrhoea and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 8 coils noted outside the tubal ostia plaintiff did not undergo any confirmation test (discrepancy reported in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal pain, pelvic pain, dyspareunia, metrorrhagia, menorrhagia, dysmenorrhea, vaginal hemorrhage, back pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously reported event "injury" is replaced with "pelvic pain", events- "abdominal pain, metrorrhagia (bleeding b/w periods), urinary problems, uti, fatigue, hair loss, hormonal changes, migraines, nausea, weight gain, psych injury", added. On 19-sep-2019: fu 2 and 3 processed together. Pfs and mr received. New events: "abnormal bleeding (vaginal), acne, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), lower abdomen pain, back pain, abnormal bleeding (menorrhagia)", concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.